Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for loose shield with the incident lot was not observed, however label lift was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® flashback blood collection needle there was an issue with the i.v shields and/or protective cap coming off letting needle be exposed (applicable for product packed bulk in shelf cartons) clean needle stick/injury and sterility (product not sterile). This loose needle event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated the np shield on the blood sampling end of the straight needle was loose. When the IV shield was unscrewed to assemble the needle holder, the np shield on the blood sampling end was easily brought out and stuck to the finger. Two teachers were pierced within a week. At the same time, the straight needle label paper was raised, and sometimes the two straight needle labels will stick together."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® flashback blood collection needle there was an issue with the i.v shields and/or protective cap coming off letting needle be exposed (applicable for product packed bulk in shelf cartons) clean needle stick/injury and sterility (product not sterile). This loose needle event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated the np shield on the blood sampling end of the straight needle was loose. When the IV shield was unscrewed to assemble the needle holder, the np shield on the blood sampling end was easily brought out and stuck to the finger. Two teachers were pierced within a week. At the same time, the straight needle label paper was raised, and sometimes the two straight needle labels will stick together."